Event description:
It was reported that a post market clinical study patient with lung cancer underwent a kyphoplasty procedure on level l2. One day postoperatively, an x-ray revealed cement extravasation lateral to level l2. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method: device not returned, follow-up with representative.